Manufacturer narrative:
Review of the device history records indicate devices were manufactured and accepted into final stock with no relevant reported discrepancies. There have been no other similar events for the lot referenced. It was noted that the device is not available for evaluation. Should additional information become available, it will be provided in a supplemental report upon completion of the investigation. Lot specific voluntary recall was initiated for the lfit v40 cocr heads within scope of a CAPA. The investigation revealed that only specific catalog numbers and specific lots are impacted by the regulatory action and that the affected lots were manufactured on or before march 4, 2011. The root cause analysis identified a process related anomaly as to the affected sizes and lots. The affected product has all been implanted and/or expired. Device not returned.

Event description:
It was reported that a revision surgery is scheduled for the patient's right hip on (B)(6)2020 due to the head and part of the stem breaking off from the rest of the stem. Update: "surgeon revised liner, do to wear and time frame the cup had been in patient."

Event description:
It was reported that a revision surgery is scheduled for the patient's right hip on (B)(6) 2020 due to the head and part of the stem breaking off from the rest of the stem. Update: "surgeon revised liner, do to wear and time frame the cup had been in patient."

Manufacturer narrative:
Reported event: an event regarding crack/fracture of an accolade stem involving metal head was reported. Conclusion: it was reported that the patient was revised "due to the head and part of the stem breaking off from the rest of the stem. No devices were returned but a xray was supplied which should the stem had fractured at the neck, based on the information provided there is no indication or allegation that the device reported in this investigation contributed to the event and is therefore considered concomitant. A full investigation is completed on the accolade stem within the same pi. No further investigation is required at this time. If additional information becomes available to indicate further evaluation is warranted, this record will be reopened. Note : the subject device has been identified to be within scope of nc and CAPA and recall pfa. H3 other text : device not returned.